Event description:
The plate and 6 screws were removed from the patient in order to clean and debride the area that had become infected. The surgeon states that the infection was not due to the implants, but they had to be removed in order to clean the infected area properly.

Manufacturer narrative:
Device not available for return. Investigation in process but not yet complete.